Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with mentor memorygel breast implants 450cc and suffered several unexplained systemic symptoms, including migraines, dizziness, numbness and tingling in arms, sharp pain in breasts, arms and back, swollen lymph nodes, vertigo, shortness of breath, chest pain, nausea, multiple miscarriages, thrust, swallowing problems, severe gero, anxiety, panic attacks, occipital neuralgia, trigeminal neuralgia, celiac disease, costochondritis, carpel tunnel, glaucoma, ocd, estrogen dominance, . No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.